Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2000 mcg/ml gablofen at a dose of 619.6 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that on (B)(6) 2015 a CT scan was taken of the patient's abdomen and pelvis. Per what was seen on the CT the hcp stated that the patient had a "subcutaneous pump with no attached catheter or leads". Following implant, the patient had a "strange response to the baclofen pump in that every once in a while it would shut down her breathing and she would end up in the hospital". After titrating up at higher doses the patient became hypoxic/had episodes of hypoxia. The patient also had bad spasticity. The dose had been reduced by 5% each time. The hcp also stated that they were also doing botox on the patient.